Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased threshold measurements, from 0.4v@0.5 to 1.8v one day post implant, and an increase in pacing impedance measurements from 900 to 1,600 ohms one day post implant. It was reported that monitoring would be continued and a remote interrogation would be considered on a future date. However, six days later, the rv lead was repositioned. The pacing impedance measurements had dropped, and the pacing threshold measurements had further increased to 3.5v. R-wave amplitudes also decreased. A microdislodgement was suspected. The lead was successfully repositioned. No additional adverse patient effects were reported.